Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the swivel was loose and the motor speed was unstable. The motor and swivel were replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that compressed air is not transmitted to the handpiece. There is no air flowing at all and no air was leaking. The device was tested with different hoses and the problem persisted. The event did not occur during surgery and there was therefore no patient involvement or procedure delay. Evaluation of the device later found the motor speed to be unstable. No adverse events were reported as a result of this malfunction.